Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that her insulin pump was knocked off while she was at work. She went to the emergency room on (B)(6) 2016 with a high blood glucose level of 417 mg/dl. The site was bleeding as the infusion set was ripped from her skin when the insulin pump was thrown. Her blood glucose level was 217 mg/dl when she was discharged from the hospital. She noticed that when rewinding the insulin pump, it stopped halfway. She was disconnected from the insulin pump about 45 minutes or longer. The insulin pump had a big crack in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.